Manufacturer narrative:
Updated data: h2 h3 h6 image review: 6 fluoroscopic cine loops of the implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. No information or images of the fluoroscopic load inspection were provided as it is not possible to assess if any misloads happened during the loading process that might have contributed to the first infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0013003670); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0013123181); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure for aortic valve disease, the patient had a heavily clogged native aortic valve, which was predilated with a 24millimeter (mm) non-medtronic balloon (vacs ii). The valve was prepared and loaded and the patient's access routes were prepared. The native aortic valve was probed and the guide wire was inserted. The delivery system was advanced up to the native valve. During the first placement attempt, infolding of the tavi valve was observed through the clogged native valve. The tavi valve was removed from the patient and discarded. A second valve was prepared and implanted according to best practice with very good results.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold.